Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00561 to 3012447612-2019-00565.

Event description:
It was reported that during the procedure, the tip of two screwdrivers fractured during installation and the tulip heads on three screws cracked and splayed during final tightening. The tip of the second screwdriver was unable to be removed and remained lodged in the third screw head. The first two screws were removed while the third remained stuck with the driver tip in the patient's body. The case was completed using an alternate screwdriver and two new screws. A delay greater than thirty minutes was reported leading to further blood loss and anesthesia exposure. No further long-term effects on the patient are known at this time. This is report one of five.

Event description:
It was reported that during the procedure, the tip of two screwdrivers fractured during installation and the tulip heads on three screws cracked and splayed during final tightening. The tip of the second screwdriver was unable to be removed and remained lodged in the third screw head. The first two screws were removed while the third remained stuck with the driver tip in the patient's body. The case was completed using an alternate screwdriver and two new screws. A delay greater than thirty minutes was reported leading to further blood loss and anesthesia exposure. No further long-term effects on the patient are known at this time. This is report one of five.

Manufacturer narrative:
Additional information: h6 (results and conclusions) the device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.